Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead was not able to be implanted. The left ventricular lead was not used. No patient condition or further information could be obtained.